Event description:
Customer reported that the dressing was extremely hard to remove and had to go to the doctor to get it removed. The doctor had to soak it off, very painful and time consuming. No other information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2010. (B)(4). The complaint is regarding a product marketed by a third party; the brand name of the product in question is listed. The product is identical to the product marketed by the manufacturer under their own brand name (not included in this report). It is the responsibility of the manufacturer to submit medwatch reports for either product.